Event description:
A pt who was determined to have a suitable anatomy for aaa repair underwent the evar in 2008. During the procedure, the proximal side of the contralateral iliac leg seemed to drop toward the ipsilateral leg. Another iliac leg graft was placed from the ipsilateral side on the same height of the proximal side of the contralateral iliac leg to lean together and balance. The added ipsilateral leg had been balanced incorrectly and occluded the ipsilateral leg graft. The pt was asymptomatic. Pt outcome is unk at this time.

Manufacturer narrative:
Event is still under investigation.